Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03827, 0001825034-2019-03829, 0001825034-2019-03830.

Event description:
It was reported patient is experiencing pain post ¿implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI#: (B)(4). Concomitant medical products: catalog#: 650-1064 cer option type 1 tpr sleve -6 lot#: 2912211, catalog#: 010000937 g7 hi-wall e1 liner 36mm g lot#: 3814614, catalog#: 650-1057 cer bioloxd option hd 36mm lot#: 2897734, catalog#: 010000998 g7 screw 6.5mm x 25mm lot#: 6091325, catalog#: 010000998 g7 screw 6.5mm x 25mm lot#: 3727750, catalog#: 010000997 g7 screw 6.5mm x 20mm lot#: 6062820, catalog#: 010000994 g7 apical hole plug lot#: 3676795.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.